Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. It was reported that the no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while merging two images the system displayed a low memory error. Unknown how much free space was on the system or if the site had many models made. There was no patient present at the time of the event. On 2020-jan-07 initial reporter provided. It was reported that the issue was cased when 3 exams were merged and 2 model built. The system seemed to have plenty of space.

Manufacturer narrative:
A software analysis was initiated. It was determined that there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.